Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The footswitch was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the equipment presented problems with the footswitch during a cataract with intraocular lens implant procedure. Following a delay of less than 15 minutes, the procedure was completed with the same equipment, but with another footswitch. There was no harm to the patient.